Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the cartridge compartment was chipped. Unrelated to the original complaint, the audio bolus button cover was damaged. The audio bolus button cover was removed and the audio bolus button slug was found to be misaligned. There was also contamination present under the audio bolus button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.